Event description:
It was reported that a malfunction alarm occurred with the customer's equipment. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to assist the customer in resetting the pump, and the customer continued to rely on manual insulin delivery methods (mdi) until the issue was addressed. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.